Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a moderately calcified left common femoral artery was attempted using two proglide devices with a 6f sheath after a peripheral intervention procedure. Reportedly, when the needle plunger was removed after deployment of the first proglide device, the suture did not come out of the device enough to be able to be used. The physician cut the suture/link and removed the suture from the patient. Another proglide device was attempted; however, there was no suture present when the needle plunger was removed after deployment. A third proglide device was used successfully to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty retracting the plunger was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.